Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the right ventricular (rv) lead was connected to the pacing system analyzer (psa), and it was noted that there was no sensing on the lead. The lead was explanted and replaced, and the patient is stable with no adverse consequences.